Event description:
Caller reported a malfunction on the pump, specifically displaying malf 12 code. There was no adverse impact to the customer¿s blood glucose level. The customer, having experienced this issue multiple times, was advised by technical support to use multiple daily injections (mdi) as a backup therapy. Technical support arranged for a replacement pump to be sent with updated software, and the customer was provided with instructions for handling the current pump and its return.